Manufacturer narrative:
Initial reporter name and address: (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed on (B)(6) 2021. During preparation, the band was detached. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the ligator head returned with all the bands attached, some of them were moved out of their original positions. The handle presented marks of trip wire secured and the slack was correctly taken up. The ligator head teeth were damaged/bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other problems with the device were noted. The reported event was confirmed. According to the evidence found during the product analysis, (band ligation) failure to deploy is likely to happen if the knots that hold the suture of the bands in the ligating unit untangled from it. These knots-related problems can be traced to the manufacturing process as a contributing factor. Therefore, based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is manufacturing deficiency, due to problems traced to manufacturing process. An investigation to address this issue is in progress. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed on (B)(6) 2021. During preparation, the band was detached. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. It was reported to boston scientific corporation that the band was failed to deploy and the anatomy location was in the anus.